Event description:
Patient contacted dexcom technical support on (B)(6) 2013 to report that on (B)(6) 2013, she experienced a low blood glucose event and passed out. She reported that the alerts on the receiver were functioning properly. She was taken to the hospital and treated with an IV, juice, and fruit.. At the time of the call to dexcom technical support, the patient reported being in fine condition.